Event description:
It was observed that during the device evaluation, the colonovideoscope had a lack of image on the monitor and dirt on the objective lens. No patient involvement was reported.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the lack of image on the monitor due to dirt on objective lens and dirt on objective lens cause cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.